Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented with presyncopal symptoms. Loss of capture at maximum output and stored egms for non-sustained lead noise were observed. The lead was explanted and replaced. The patient is doing well after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.